Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 197 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.